Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it. .

Manufacturer narrative:
(B)(6). Results: bd received relative samples from the customer facility for investigation in support of this complaint. Five (5) samples passed sleeve function tests at (B)(4). Twenty (20) samples were redirected to (B)(4) for additional sleeve testing, all 20 passed testing there. Another 20 samples were also redirected to west pharmaceutical services, where they did visual inspections, comparisons to retained samples, and physical examinations on samples. All 20 samples passed investigations there. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customers¿ reported issue. Conclusion: unconfirmed complaint. An absolute root cause cannot be determined as bd was unable to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the rubber sleeves from the bd vacutainer® flashback blood collection needle, 21gx1", and a black shield, are not recovering after use and causing leakage. No serious injury, blood to mucous membrane exposure or medical intervention was reported.